Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cuff check prior to use on a patient, deflation failure was confirmed. The customer indicated that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation contained in its original opened unit pack. Visual examination shows that the shape of the returned unit is slightly altered, and the tracheal cuff is stretched over the tracheal cuff notches. The stylet wire was removed from the tubing and 3mls of air was removed from the tracheal cuff body. The stylet wire was replaced into the tubing and the returned unit inflated. The returned unit was inflated / deflated three times without the stylet wire and no issue was noted. If information is provided in the future, a supplemental report will be issued.